Manufacturer narrative:
Qn# (B)(4). The customer returned one, three-lumen cvc for analysis. Signs-of-use in the form of biological material and adhesive residue was observed on the catheter body. Additionally, the sample was returned with the proximal extension line in a knot. The product lidstock was not returned and the material/lot numbers could not be determined from the returned sample. Visual analysis did not reveal any defects or abnormalities. The proximal extension line was able to be unknotted without further damage. All three of the catheter lumens were flushed with water with the distal tip occluded. No leaks were observed on the catheter body or the extension lines. All three lumens were also flushed with water. Water was observed exiting out of the respective skive holes for each of the lumens. The report of an insertion site leak could not be recreated on the returned catheter. Visual analysis did not reveal any relevant defects or anomalies. Additionally, the catheter met all relevant functional requirements. Based on the report form the customer and the sample received, the root cause cannot be determined as the customer did not provide the material/lot numbers. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that during flushing of the white lumen the liquid leaked at the insertion site. Catheter has been in place for quite some time and then the issue occurs. The catheter is still placed and only the white lumen is clamped.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that during flushing of the white lumen the liquid leaked at the insertion site. Catheter has been in place for quite some time and then the issue occurs. The catheter is still placed and only the white lumen is clamped.